Event description:
It was reported that during afib procedure, when the physician was ablating around one of the pulmonary vein, it was noted that the pump did not change to 8ml/min. The physician stopped ablation and then he noted the patient's blood pressure dropped. The physician stated there was char on tip of the catheter. The size of the char was unknown since it was already wiped. All temperatures and impedance were constant with no changes. The physician completed the case. The patient's status was fully recovered. Upon follow up with the customer, it was stated that the stockert was set at proper setting, and the interface cable between the cool flow pump and the stockert was loose.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature, and generator tests. Also an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. It can be concluded per the investigation that the catheter performed per specifications.